Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure the 26mm sapien xt valve was implanted in a too-aortic position (90:10 a/v) with resulting paravalvular leak (pvl). A 2nd valve was implanted to solve the pvl. Bav was performed for an aortic annulus area 506mm2 with a 23mm x 4cm edward¿s balloon. The balloon was pushed and slipped to the aortic side, but the 2nd time it was inflated properly. There was only a small amount of contrast leakage around the balloon and it was decided to implant a 26mm sapien xt valve with nominal volume. The xt valve was half inflated in a 50:50 position, but it moved aortic upon the full inflation. The xt valve landed in a 90:10 a/v position and the left main trunk was nearly occluded by the edge of the xt valve. The bottom edge of the valve slightly touched the left ventricular outflow tract. Since the patient¿s sinus of valsalva was large, coronary flow remained good. Tee short axis view showed pvl. It was thought that the ncc side of the xt valve might be tilted; it was then decided to perform valve in valve. The 2nd 26mm sapien xt valve was implanted one 1 cell lower than the bottom of the first xt valve. The pvl was significantly reduced to trivial. The patient was stable at the end of the procedure.

Manufacturer narrative:
Additional information was provided by the clinical specialist: the aortic annulus calcification degree was mild. It is unknown why the balloon moved aortic during the deployment of the 1st valve. Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl ) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the reported too-aortic position (90:10 a/v) of the sapien xt valve with subsequent pvl cannot be confirmed. However, it is possible that patient factors (e.g. Mild annular calcification) in combination with procedural factors may have caused or contributed to the balloon movement during deployment, affecting the landing position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.